Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The customer addressed the elevated bg by using a correction injection via manual insulin therapy and changed both the infusion set and cartridge. There was no need for third-party assistance. Customer changed cartridge and infusion set and resumed insulin to address the issue.